Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records could not be conducted. Device identifiers have been requested; a supplemental report will be filed if new information is received. Hyphema, elevated iop, and blurry vision are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The patient underwent cataract surgery with ab-interno canaloplasty followed by hydrus microstent implantation. The patient was on oral anticoagulant therapy which was discontinued prior to surgery. On post-operative day 1, the patient presented with iop of 35 mmhg (on three iop-lowering medications) and a small inferior-nasal layered hyphema with 4+ red blood cells. In office, the patient received dosing of 3 iop-lowering medications which resulted in lowered iop to 30mmhg at subsequent follow-up; vision fluctuated over the next few days. At 1-week follow-up, the hyphema was resolving and the medicated iop was noted to be the same as the nonoperative fellow eye.

Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records could not be conducted. Device identifiers have been requested; a supplemental report will be filed if new information is received. Hyphema, elevated iop, and blurry vision are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The patient underwent cataract surgery with ab-interno canaloplasty followed by hydrus microstent implantation. The patient was on oral anticoagulant therapy which was discontinued prior to surgery. On post-operative day 1, the patient presented with iop of 35 mmhg (on three iop-lowering medications) and a small inferior-nasal layered hyphema with 4+ red blood cells. In office, the patient received dosing of 3 iop-lowering medications which resulted in lowered iop to 30mmhg at subsequent follow-up; vision fluctuated over the next few days. At 1-week follow-up, the hyphema was resolving and the medicated iop was noted to be the same as the nonoperative fellow eye.

Manufacturer narrative:
Section h6: included health effect clinical code 1937 - intraocular pressure increased. Manufacturer reference #: (B)(4).